Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure modes for damaged components, cracked caps, foreign matter on the housing component with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to damaged components, cracked caps, foreign matter on the housing component was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd microtainer® contact-activated lancets were broken and dirty. This was discovered before use. The following information was provided by the initial reporter: 1. Broken 1ea. 2. Dirty body 7ea. 3. Dirty cap 2ea. 4. Cracked cap 8ea.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® contact-activated lancets were broken and dirty. This was discovered before use. The following information was provided by the initial reporter: broken 1ea. Dirty body 7ea. Dirty cap 2ea. Cracked cap 8ea.